Event description:
Pt reported obtaining a blood glucose result of 212 mg/dl while using the suspect device. Pt indicated that blood glucose was immediately retested, on a physician's device, with a result of 100 mg/dl. No pt injury was reported and no treatment was received. While on the line with technical support, pt performed a level-one control test, using the suspect test strips, and the result fell outside of the acceptable range. Pt opened a new strip vial (same lot) and retested with level-one solution and obtained a result within the acceptable range. Technical support requested the return of the suspect test strips and replacement product was shipped.